Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown cause and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown cause and a new device was implanted. No additional adverse patient effects were reported. Subsequent additional information was provided that reported that the patient with this ICD had undergone a revision procedure due to a right atrial (ra) lead fracture. During the revision, the physician opted to replace this ICD device. The ICD device was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.